Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred and the procedure was cancelled. It was reported that versacross connect laac access solution was selected for watchman left atrial appendage closure procedure. During the procedure, when attempt was made for transseptal using versacross rf wire, it failed to cross, and no bubbles were noted in left atrium (la). So, a second attempt was made to cross, and bubbles were seen, however, the versacross rf wire did not cross. A third attempt was made and same issue noted. The physician tried different positioning on septum by putting more bend on versacross dilator. Transesophageal echocardiogram (tee) was checked, and a pericardial effusion was noted around right ventricle. Patient blood pressure was dropped when pe had occurred. A pericardiocentesis was performed due to hemodynamic compromise and 360 cc dark red blood was removed. The patient was admitted to hospital beyond standard of care and expected to fully recover. The device is not expected to be returned for analysis (disposed). It was confirmed that heparin was given just prior to transseptal puncture. No versacross device malfunctions were reported. It was noted a difficult visual windows due to heart rotated.